Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).

Event description:
A surgeon reported a case of a torn flap, observed in the patient's left eye after a femtosecond flap procedure. Reporter indicated that during the lift, the edge of the flap tore. It was also noted by the reporter that the tear was at the site of a mass of adhesive tissue connecting the flap to the underlying stromal bed.